Event description:
During a follow-up, episodes of noise and far field p-wave oversensing (ffpwo) were noted on the left ventricular (lv) lead. No intervention was performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the noise was reproducible with isometric testing. The device was then reprogrammed as an interim resolution.